Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that unit was bent. The event occurred during prep for procedure. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 2, 2018, it was reported that the device was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device required preventative maintenance and the side plates, roller, comb, gear, hinges, shoulder and washers were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet surgical was not performed since the customer denied the aged repair quote. The customer purchased a new device. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the customer denied the aged repair quote. The customer purchased a new device. The reported event was non-verifiable since the product review was not performed customer denied the age repair quote and requested the device be scrapped. The root cause of the device being bent cannot be specifically determined with the provided information since the customer denied the aged repair quote and requested the device to be scrapped. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action. Device scrapped.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.